Manufacturer narrative:
One 72201782 9x30mm biosure ha screw reported on. Evaluation was limited without physical evaluation, although a customer photo was included which depicted symptoms of excess torque and pressure factored into the breakage of the implant. If further information becomes available, the complaint may be revisited. Factors that could affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that might compromise product performance or integrity include: 1. Site prep with alternate type or recommended size instruments. 2. Use of damaged or other than recommended prep instrument size and/or types. 3. Taper or larger head to body design not accounted for. 4. Entanglement with guide wire or other instrument causing tears and fracture. 5. Unexpected bone density/condition. 6. Use of excess torque or force. 7. Stripping or over-torque. Review of instruction for use (IFU) documentation confirms instructions, precautionary statements and recommendations for proper use of product. Prep per the IFU recommendation is critical for ease of insertion and successful anchoring. Per IFU 10600361: ¿use an appropriate size tap to pre-tap the insertion site prior to screw insertion. Prior to use inspect the tip of the driver. If tip flaring is apparent do not use the driver. Excessive force should not be placed on the delivery instrument. In cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the device show cause that the material was related to the reported failure. Product met specifications upon release to distribution.

Event description:
It was reported that during the surgery, the biosure screw broke off when the surgeon was screwing in the implant. Some broken parts were removed from the patient's anatomy; however, the surgeon tried to remove the remaining parts of the device but it not possible. The surgeon had to use a secondary smith and nephew fixation, washer and post to complete the whole surgery. There was a delay greater than 30 minutes and no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.